Manufacturer narrative:
Date sent: 6/6/2007. Fractured clear lens. Evaluation summary: the instrument was returned with the clear lens cracked. However, a leak test was performed and no anomalies were noted. It could not be determined, why the device reported malfunctioned. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap gastric bypass, when the device was inserted into the trocar, the trocar started to leak. Another device was used to complete the case with no patient consequence.